Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon ICD interrogation on oct 30th 2015, a warning message was displayed indicating that a device reset occurred on (B)(6) 2015. A temporary drop of the battery voltage seems to have occurred also around (B)(6) 2015.

Event description:
Upon ICD interrogation on oct 30th 2015, a warning message was displayed indicating that a device reset occurred on (B)(6) 2015. A temporary drop of the battery voltage seems to have occurred also around (B)(6) 2015.